Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room due to elevated blood glucose (bg) levels reaching over 400 mg/dl, and experiencing symptoms of diabetic ketoacidosis. The cause for the reported elevated bg levels was unknown. Customer was treated with a saline drip and released from the emergency room 2 hours later. Upon being released from the emergency room the customer was stable and bg levels were 260 mg/dl.